Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 200-300 mg/dl but customer had not yet begun using the pump for insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared.